Event description:
A (B)(6), female, pt's nurse, contacted zoll customer support to report that the pt's battery charger was not charging the pt's battery packs. The pt was issued a replacement battery charger / modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation contamination was discovered on the charger/modem's battery board. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.